Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, a definitive conclusion cannot be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient's family member that an unknown duration post-implant of this device, the patient's "valve failed" and the patient died. The cause of death is unknown. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the physician indicated that the patient's death was unrelated to the patient's medtronic device. No other adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.